Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. However, delivery accuracy testing on the pump, supported the complaint. Delivery accuracy testing found the pump's average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. Service will replace the pump's expulsor as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-11.65%). No patient was involved in this event. No adverse effects were reported.